Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a 24mm amplatzer septal occluder was chosen for implant using 9f amplatzer trevisio delivery system. During the procedure, it was observed that the occluder had a nitinol memory defect with a tight waist between two discs. The patient remained hemodynamically stable throughout the procedure. There was no angulation or kink noticed in the delivery system. The procedure was completed using a non-abbott device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information available.